Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and devbice evaluation. The device was returned to olympus for inspection, and the customer's complaint was partly confirmed. Device evaluation found the following: - the loop is not broken but clearly out of its position. - a melting point is slightly visible, without the loop being broken/interrupted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to improper handling/excessive force by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the loop on his olympus hf resection electrode bent and broke during a procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.